Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, minimum fill notifications occurred after a cartridge was filled with 210 units. Reportedly, a new cartridge was loaded successfully. The customer's blood glucose level ranged from 150-160 mg/dl.